Event description:
It was reported that the patient with this pacemaker was reported to have passed away from natural/non-medical device-related causes, and the field was later experiencing difficulty interrogating the pacemaker with a programmer post-mortem. The pacemaker was explanted from the body and will be returned for analysis. No adverse patient effects relating to the pacemaker were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. The device could not be interrogated. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the short. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. However, the "cause not established" investigation conclusion code was selected based on analysis evidence of both a blown plasma fuse and high hybrid current depleting the cell. Due to the internal damage and loss of memory due to the depleted battery, an extensive analysis cannot determine the sequence of events that led to the complaint. This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative).

Event description:
It was reported that the patient with this pacemaker was reported to have passed away from natural/non-medical device-related causes, and the field was later experiencing difficulty interrogating the pacemaker with a programmer post-mortem. The pacemaker was explanted from the body and will be returned for analysis. No adverse patient effects relating to the pacemaker were reported.